Manufacturer narrative:
Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. Visual examination confirmed that the grand slam guidewire was stuck inside the catheter. Further examination of the guidewire lumen revealed that the proximal cap and bushing were plugged with teflon as well as a metallic piece of foreign material. This event is considered reportable since the source of the foreign material described above is unk. We are sending this foreign material for further eval in order to determine the origin. In the event additional info is obtained, a follow up report will be submitted.

Event description:
A bayer sales rep reported the following: a pt presented with a total occlusion of the distal surgical femoral and popliteal arteries. During sheath placement, the physician encountered an under deployed iliac stent and subsequently pushed it further down into the vessel. The physician re-wired the stent and was able to place the sheath through it. The jetstream was then used to successfully treat the sfa and popliteal areas. As the jetstream xc-2.4 catheter was being pulled back through the sheath, it locked onto the guidewire. The physician made a decision to remove the device along with the guide wire. The vessel was re-wired without incident. Ballooning and stenting were performed. An additional iliac stent was deployed. There was no injury/adverse event reported.